Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited high impedance and low impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.

Event description:
It was reported that the patient presented in the operation room with ongoing atrial fibrillation and persistent ventricular pacing. It as noted that the right ventricular lead was only unipolar mode. It was noted that the lead exhibited high impedance and low impedance. The lead was capped and replaced on (B)(6) 2018. The patient was stable throughout the procedure.